Event description:
It was reported that (1) tlc75 was used during a right hemicolectomy procedure. It was reported by the affiliate that the device worked fine on the first two firings, but jammed on third firing. Opened another device to complete the case. There was no consequence to patient.